Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine to the nasolabial folds. Prior to the injection the patient was pre-treated with clinisept plus. There was no blanching, pain or bruising. It was an uncomplicated procedure. Two days later, the patient returned to the clinic with increasing pain within the last 24 hours on the nose and early signs of vascular occlusion. Patient was treated with hyalase to the affected area, massage and led light therapy. Symptoms became worse over night and the patient was again treated with hyalase and also with hyperbaric o2 over 3 days. Patient also had led light therapy every 2-3 days for the first 3 weeks and was also given clindamycin and bactroban. Vascular occlusion symptoms resolved a week after onset. The symptoms of acute vascular occlusion and skin necrosis such as pain, skin discoloration, wound breakdown and scabbing had resolved. There is some mild residual scarring and the right alar is now smaller due to some tissue loss. Patient has taken a trial prp treatment for the scarring. The event was considered to have caused permanent damage.